Manufacturer narrative:
A4-a6: unk. H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -18.0/1.5/075 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced low vaulting without rotation. Intraoperatively the lens was removed and replaced with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.